Manufacturer narrative:
Investigation: bd had not received samples or photos from the customer facility for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. A root cause could not be determined.

Event description:
It was reported that during use the suction pressure is causing the tube to come off with a bd vacutainer® one use holder. The following information was provided by the initial reporter: there have been several instances in which the suction pressure of the vacutainer is causing the tube to pop off. She stated there was no issue with the wingset or the tubes. Occurrence quantity is unknown.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use the suction pressure is causing the tube to come off with a bd vacutainer® one use holder. The following information was provided by the initial reporter: there have been several instances in which the suction pressure of the vacutainer is causing the tube to pop off. She stated there was no issue with the wingset or the tubes. Occurrence quantity is unknown.